Event description:
While using a robotic stapler, it failed to function. The robot arm would not accept the instrument, and upon removal, the jaws of the stapler would not open. The intuitive representative was present and was unsure of cause or solution. The stapler was removed from use. After case concluded, rn was able to use emergency wrench to open jaws. Manufacturer response for davinci xi stapler, endowrist stapler 45 (per site reporter). The product representative was present and unsure how to remedy the problem.